Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
Date of event was unknown and has been estimated. Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the event(s) that prompted the transplant could not be conclusively established. The heartmate ii lvas (serial number: (B)(4)) was not returned for evaluation. It was reported that (B)(4) will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.